Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by keyboard issue. The field service engineer replaced keyboard to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had an issue with keyboard. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.